Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer's blood glucose was fluctuating between 30 mg/dl to 400 mg/dl. Customer had a severe low blood glucose level and was sent to the emergency room 8 to 10 years ago. Insulin pump had diminished battery life, scratches and discoloration on the device screen making it hard to read. Customer will not be returning the device for analysis.